Event description:
Additional information received on (B)(6) 2013, stated that, as a result of the implant, the patient suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Event description:
Additional information received from the complainant on august 13, 2014 noted that the patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pain, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.